Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the umbilical cable resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. Umbilical cable has been received by the manufacturer for evaluation but results are not available yet.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure while trouble shooting the system displayed an error message that read "low frame rate error". There was no patient present.

Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. The mvs interface cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.